Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing ipsilateral retrograde approach using a 6fr 11cm introducer sheath. The 80% stenosed target lesion was located in the severely tortuous and severely calcified iliac artery. After a non bsc guide wire crossed the lesion, a 10mmx4cm non bsc stent was deployed. Post dilation was performed using an 8.0 x 20, 75cm mustang balloon catheter. However, on the first inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.